Event description:
The pt reported that the audio bolus button has become intermittently unresponsive over the past 2 months. He stated that he has to apply more force and use a sharp object to obtain a response from the audio bolus button. The pt noted that use of a sharp object has now caused a hole to form in the audio bolus button cover. He denied exposing the pump to water and cleaning products.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation confirmed that the audio bolus button is difficult to press, and that the audio bolus button cover is torn. There was evidence of keypad contamination found under the audio bolus button key contact. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.